Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guidewire on the line bends to the side and splits off". "The guidewire perforated the side of the catheter when advancing it". The device was removed in its entirety and no patient harm occurred. A new arterial kit was used and placed at the same insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "guidewire on the line bends to the side and splits off". "The guidewire perforated the side of the catheter when advancing it". The device was removed in its entirety and no patient harm occurred. A new arterial kit was used and placed at the same insertion site.